Manufacturer narrative:
Concomitant medical products: product ID: 97754, implanted: (B)(6) 2014, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's implant had not been doing anything and no longer took a charge. The implant stopped charging about a year ago. The patient stated their doctor would like to remove the implant but not replace it and the patient had an upcoming x-ray to look at implant for removal. It was noted the implant never worked well. The patient's pain was tolerable at the time without the implant working. It was noted the patient was on the maximum does of norco and fentanyl. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information received from the consumer reported that it worked for the first couple of years and then in the 3rd year the device would not hold a charge. The rep got it to charge and the next day it had lost the charge. They had the device removed which resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID 97754 serial# unknown implanted: (B)(6) 2014 product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.